Manufacturer narrative:
No conclusion can be drawn as no service is required by the MFR. The customer is performing repairs and repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9600 system exposure light stayed on, but the system would not load up. No pt injury was reported.